Event description:
The physician hit some blood vessels during surgery using the suture retriever component. The physician repaired the blood vessels with a stitch and completed the surgery without the bts urethropexy set instrumentation. No adverse pt effects were reported.